Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, the ratchet gear manually advanced, and the device successfully deployed. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed prior to pod activation; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.